Event description:
It was reported that pt underwent total hip replacement in 2007, in which she received a durom cup acetabular component. Post-op, pt has been experiencing pain and is scheduled for revision 2008.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.